Event description:
While undergoing a turp, pt received several electrical jolts while a lithotripter was in use for removal of bladder stones. Pt lifted off the table when ehl probe placed in vicinity of the stone.